Event description:
It was reported the clinic received false alerts for out of range impedance even though the atrial lead was programmed off. Review of the transmission noted some programmed settings that still referenced the atrial lead. Several programming changes were recommended and will be made the next time the patient is seen in the clinic. The patient remained asymptomatic throughout the event.